Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain. The target lesion was located in the mid left anterior descending (lad) artery with 90% stenosis and was 12.0 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilation and placement of a 2.75 x 16 mm study stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with recurrent exertional chest pain and dyspnea. Coronary angiography revealed stenosis. The 70% ostial stenosis in the lad was treated with pre-dilation and placement of a 3.5 x 15 mm non bsc drug eluting stent. Following post dilatation, residual stenosis was 0%. The patient was discharged.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).